Event description:
It was reported that a patient had an initial hip procedure approximately 113 months ago and a revision surgery performed with unknown date. Patient stated that they experienced some pains after their hip replacement. Information provided indicates the patient was revised. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: 170-36-03 - biolox delta femoral head 36mm od, +3.5mm (B)(6), 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups (B)(6), 186-01-52 - integrip cc, cluster 52mm, g2 (B)(6), 164-13-10 - novation element ro s/o col sz 10 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an initial hip procedure on (B)(6)2015 and a revision surgery performed with unknown date. Patient stated that they experienced some pains after their hip replacement. Information provided indicates the patient was revised. No further information available.